Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the pacemaker was explanted due to noise along with the leads. The physician declared that the two leads are non-functional where the patient rarely paces and is not dependent. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the pacemaker was explanted due to noise along with the leads. The physician declared that the two leads are non-functional where the patient rarely paces and is not dependent. No additional adverse patient effects were reported.